Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2016-00035. It was reported the patient currently has stimulation, however it's ineffective. Reportedly, reprogramming was attempted to no avail. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2.reference MFR report#1627487-2015-00035.follow-up identified surgical intervention was undertaken during which time the entire scs system was explanted. The issue is resolved.